Event description:
The customer reported to olympus, b30/e216 communication message on the evis exera iii xenon light source. A delay was reported with the procedure, but it is unknown how long the delay was. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device for there was no image on the monitor. Tac instructed the customer how to clean lint from the scope connector. It appears that there may not be enough in there could be a possible problem with this light source and a combination of other things. Customer used the cleaning tool to resolve the communication issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, b30 and e216 indicate communication error among scope, light source and processor. After the service engineer cleaned the device the error resolved. The errors likely occurred because of dust or dirt on the scope connector contacts that interfered the communication. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.